Manufacturer narrative:
Date inaccurate; only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that about four months ago the ins started to move in the pocket. The ins movement was considerable and they started to feel pain in the pocket that radiated down their leg. The patient was referred to their healthcare provider for an ins replacement and pocket revision. No further complications reported.